Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One cardiomems patient electronic system was received into the lab for analysis with no original packaging available for inspection. As received, the unit could not be turned on due to a frayed power extension cable. Using the supplied power cord, the unit powered on successfully. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The power adaptor for the unit was frayed and had internal wires exposed, which also caused several sparks. The unit will be replaced. There were no adverse consequences to the patient.